Manufacturer narrative:
Medwatch voluntary report # mw5069298. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cadd-legacy® pump experienced "no disposable, clamp tubing" and "no disposable, pump won't run" errors during infusion, leading to a lapse in medication delivery. The patient stated she changed the pump's batteries, which briefly got the pump going, and then it stopped again. Patient stated that nothing was clamped, there were no occlusions, and the cassette was locked in properly. The medication stopped infusing for approximately 25 minutes, and during that time the patient experienced increased shortness of breath, requiring oxygen supplementation. No permanent injury was reported, and it was reported the patient had no other issues once medication resumed.